Event description:
It was reported that during a biopsy procedure, the thumb handle actuator broke and the physician was unable to close the jaws. After several attempts at removal, the entire system was removed without incident. Patient status is listed as "okay".